Manufacturer narrative:
No button error alarms noted. No button response due to corroded keypad traces. Moisture damage was noted on electronic assembly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was at the beach and she had the insulin pump on. She forgot she had it and was in the water for 5 minutes. Blood glucose value is 132 mg/dl. Nothing further reported.